Manufacturer narrative:
Product event summary: analysis confirmed the rate knob did not work due to the encoder flex tape assembly (knob was cracked).

Event description:
It was reported the rate knob did not work. The epg (external pulse generator) was returned for repair. There was no patient involvement.